Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including vigorous bench handling while performing various device functions without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The activity logs do not capture display issues, therfore the logs were not reviewed. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting monitor a patient (age and gender unknown), the device's display blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.